Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One hemosphere swan ganz module sgm was received for product evaluation. The suspect sgm was connected to a known working hem1 instrument and oximetry cable for testing. The system verification test was left to run for over an hour. The co and sv02 values remained within appropriate parameters for the entire testing. A visual inspection was performed and there was no physical damage identified. The modules board was updated from rev5 to rev6. There was no defect found. The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The submission numbers for the hemosphere instrument and 70cc2 cable involved are 2015691-2019-03120 and 2015691-2019-03122. The product has not been received for evaluation. Once the product has been received a supplemental report will be submitted with the evaluation findings.

Manufacturer narrative:
The product has not been received for evaluation. Once the product is returned and evaluated a supplemental report will be submitted with the evaluation findings. The device history record review has been completed and all manufacturing inspections passed with no non-conformances. The record of servicing was reviewed and there are no previous records. The UDI is (B)(4).

Event description:
It was reported that a hemosphere instrument (hem1 monitor), swan ganz module and cable were in use during patient monitoring when the cardiac output and cardiac index readings were ¿abnormally high¿ for the patient¿s condition, per the clinician. The ci reading was 6.7. The monitor, cable and sg module were exchanged for other equipment and the readings were down to normal. A swan ganz catheter was in use with the patient and was not exchanged and was eliminated as a contributor. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographic information is not available.